Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt called in that he tripped and had pain. Upon examination it was revealed that he had a shattered ceramic head so they revised it."